Event description:
It was reported that there have been several events in which the device is programmed to infuse a medication for one hour and the infusions completed within minutes.

Manufacturer narrative:
The reported issue that there have been several events in which the device is programmed to infuse a medication for one hour and the infusions completed within minutes could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue that there have been several events in which the device is programmed to infuse a medication for one hour and the infusions completed within minutes was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿over infusion¿. Based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient informations were requested but not provided.

Event description:
It was reported that there have been several events in which the device is programmed to infuse a medication for one hour and the infusions completed within minutes.